Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the screen went black, and the display was unreadable. It was also confirmed that no error indicating a device failure had been recorded in the error log. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the screen went black, and the display was unreadable. It was also confirmed that no error indicating a device failure had been recorded in the error log. The device's lcd screen was replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.